Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that his first catheter had to have a revision a few months after implant, then stated about (B)(6), but due to covid and workman¿s comp it was not replaced until (B)(6) 2020. Per the patient, fluid was collecting under the skin in his back.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.